Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013274839); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a large calcific spur was present in the annulus and left ventricular outflow tract. Pre-dilation of the valve was performed using a 20 millimeter balloon due to this anatomical feature. A 34 millimeter valve was initially implanted, but its position was too high, requiring recapture. During redeployment, valve infolding was observed. Another attempt to recapture the valve was made in hopes of resolving the infolding, but it was unsuccessful. Subsequently, a new valve and delivery system were used, and a new 34 millimeter valve was successfully implanted. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that a procedural delay occurred in result of the infold. Per the physician, calcification contributed to the infold.

Manufacturer narrative:
Image review: eight intraprocedural fluoroscopic images were provided for review in relation to the reported event. Two images from the patient executive summary were available, permitting partial anatomical assessment. Review of these images demonstrated calcification of the aortic annulus with extension into the left ventricular outflow tract. The annular perimeter was reported as 85 mm, with a perimeter-derived diameter of 27.1 mm, which is consistent with sizing for a 34 mm evolut valve. Fluoroscopic inspection of the valve load was performed prior to implantation and demonstrated an acceptable load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation attempt. It was reported that the initial deployment attempt required recapture due to suboptimal implantation depth; however, fluoroscopic images from this first deployment attempt were not available for review. During the subsequent deployment attempt, fluoroscopic images demonstrated evidence of bioprosthetic valve infolding verified in two views. Available images further suggest that a recapture was performed followed by another deployment attempt, which resulted in persistent and more pronounced infolding of the valve frame. Recapture of an infolded valve does not correct the infolding. Following this observation, a new valve was prepared. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Fluoroscopic inspection of the new valve load demonstrated an acceptable load. The replacement valve was subsequently deployed and successfully implanted. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.